Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high definition lcd monitor lost power and became unable to make observations. The user unplugged and plugged the power cord back in and repeatedly turned the monitor power on and off, which restored power temporarily, but the problem reoccurred after about three minutes. After turning the power on and off several times, the test was completed with a delay. The issue occurred during a diagnostic unspecified procedure. There were no reports of patient harm. The problem occurred during the first case, and the second case onward were cancelled.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was determined that the suggested event may have occurred due to electrical overload such as lightning or static electricity or moisture absorption degradation and since the device was not returned to the factory, investigation was carried out based on the available information. However, a probable cause could not be surmised. Thus, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device corrected data: d9.